Event description:
It was reported that during a pulsed field ablation procedure, when the removal of the catheter was attempted the slide control was stiff and could not be pressed. The catheter could not be retracted into the sheath. A change in tension was applied without resolution. The catheter was forcibly retracted into the sheath and removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot: 0012829098 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the nitinol wire was observed to be bent in the distal arm transition. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. The steering tube was stuck under the slider slot. In conclusion, the catheter failed the returned product inspection due to the bent nitinol wire in the spiral array's distal arm transition and the steering tube stuck under the slider slot in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.